Event description:
The account alleges that the device has unintentional movement of the head down function.

Manufacturer narrative:
The account determined that it was not cost effective to repair this device. The device has been scrapped. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.